Manufacturer narrative:
The reported events were unable to implant and blood coming through the connector pin. A complete lead was returned in one piece. Visual inspection and electrical testing of the lead were normal with no anomalies found. Blood could have entered the lumen through the open distal tip.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that blood flowing back out of the proximal opening of the right atrial (ra) lead. The ra lead was not used. The physician continued with second ra lead and completed the procedure. The patient was in stable condition.